Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels above (400 mg/dl) the customer took insulin pen injections to stabilize bg levels. The customer stated to believe the pump is not giving the correct doses and has been off pump therapy. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.